Event description:
I received three aligners from smile direct club that obviously are the prescription of another pt's. Upon opening my sealed (and correctly labeled) aligner package. I noticed that the aligners were not of my own teeth - they clearly being to another pt. Three packages, all sealed and correctly labeled with my name and qr code, were not mine. I contacted smile direct club, and they told me to wait for several weeks (through a long backlog) until I receive correct aligners, to resume my treatment. I was also told to continue wearing the aligners I am currently wearing, which are intended to have a wear life of only 2 weeks, until I receive the correct aligners. The incorrect aligners were for month3week1, month3week2, and month 3week3-4. FDA safety report ID# (B)(4).